Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The neck trial was getting stuck in the broaches making it hard to remove after trialing.

Manufacturer narrative:
The complaint description states that the std neck trial was getting stuck in the broaches making it hard to remove after trialing. The device associated to the complaint was not returned for analysis. No other analysis was possible because nor the batch number neither medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.